Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was determined to be use related. The product returned for evaluation was a 2fr per-q-cath PICC. The sample contained light traces of blood residue on the suture wings and underneath the strain relief sleeve. Gross visual evaluation of the sample did not reveal a leak location. Subsequent functional flow testing confirmed the presence of a pinhole leak between the 0cm and 1cm depth markers. Microscopic examination of the site showed that the fracture surface was rough, granular, and linear in nature. The site was then cut from the catheter tubing and bisected longitudinally in order to inspect the inner catheter surface. The catheter interior was observed to contain more damage than was visible from the exterior. The damage was granular and superficial scratches were seen leading into the split site. The observed damage was indicative of damage caused by improper stiffening stylet removal. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ ¿avoid perforating, tearing, or fracturing the catheter when using a stylet.¿ also, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of reay1366 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that a catheter leakage occurred. No other details provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay1366 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that a catheter leakage occurred. No other details provided.